Event description:
Report received of fluid being infused into the collection bag. During set up at the user facility prior to pt use, the device reportedly delivered into the collection bag and not the pt line as expected. No specific programming parameters were provided. There were no reports of any adverse pt events while the device was in clinical use. The device was removed from clinical service. Therapy was started using a replacement device. Though requested, no additional information was provided.